Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a rash under the garments. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told him to use fenistil for the irritation. Due to a rash under the garment straps, the patient reported to using "bepanthen ointment and a cotton pad under the straps". It's unclear if the patient also used fenistil for the skin irritation as prescribed by the physician. Follow up indicated that the skin irritation has improved.